Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate of this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed in site #20 (class 3 bone) on 12/6/96 during a routine procedure. It was removed on 1/7/97 at which time the patient stated that it felt loose. The clinician reports that the failure may be due to premature loading of the implant by the patient's tongue or by mastication.